Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.